Event description:
It is reported by the nurse that the nail is broken. Implantation was on (B)(6) 2014. Revision was on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed the received long nail kit r2.0, ti, right gamma3 ø11x400mm x 125° and the locking screw, fully threaded t2 tibia ø5x42,5 mm to be the primary products. The other implants reported were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing of the affected nail and locking screw returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail and locking screw. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a (B)(6) male patient (no further data provided) had been treated with a long gamma3 nail right (400 mm) and two cerlages due to an extremely unstable reverse fracture of the right femur on (B)(6) 2014. After approximately 6 weeks the nail and the proximal of the distal locking screws broke. Nail: the received nail is completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke initially in a fatigue manner after an implantation period of 6 weeks. Massive mechanical damages ¿ significant drill marks at the lateral edge as well as scuffed off coating inside the proximal drill hole of the anterior web - had been caused by the contact with a deviated step drill. Such damages may cause additional notch effects. In this case the drill marks had initially reached into the level of the incipient crack at lateral in the anterior web, creating the starting point of the nail breakage.the features of the breakage surfaces indicated that the breakage started at the lateral edge of the anterior web. In the following the fracture was running through the cross sections, then progressed by increasing tensional stresses through the anterior web from lateral to medial and finally ended in a residual fracture at medial. The breakage of the posterior web followed most likely with delay in a much quicker way with increased torsional and tensional load. Material deformation and bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. The appearance identified high axial load application to the implants postoperatively. High load may have contributed to the origin of an incipient crack at lateral. High load application had further contributed to seizing on the lag screw. Screw: the proximal of the distal locking screw received was completely broken. According to the damage and the evidences of the breakage surface, the screw broke in a fatigue fracture due to axial overload after an implantation period of approximately 6 weeks. The thread of the distal locking screw was considerably flattened locally, which indicated the bearing point caused by high axial load application. Corresponding traces were found in the distal oblong hole of the nail. X-rays and bearing points at the distal drill holes revealed that the proximal of the distal screw holes (circular one) was locked statically, but the oblong hole was locked in the dynamic mode (¿secondary dynamization¿). Thus, in this case the (broken) proximal of distal screws had to bear the entire load. The affected implants are designed to withstand permanent normal loads during the implantation period, i.e., the implants must neither be exposed to peak loads nor to continuous stresses. General aspects: the broken nail (and screw) will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. Referring to above appearances of the breakage surfaces of the posterior web it could not be excluded that sudden stumbling or even a fall had contributed to the final separation of the nail. Based on the above the nail and screw breakage were not linked to a deficiency of the devices but were rather user related (intra-operative damage of the nail by a deviated step drill resulting in significant weakening of the gamma3 long nail in the area of the lateral edge of the anterior web of the lag screw hole), contributed by overloading by the patient resulting in additional screw breakage and torn proximal cerclage. Intra-operatively implant damages and postoperative loads are listed as adverse effects in the IFU. If other adverse effects (like obesity or poor bone quality) did also contribute to the implant breakages could not be determined due to missing information. No non-conformity was identified.

Event description:
It is reported by the nurse that the nail is broken. Implantation was on (B)(6) 2014. Revision was on (B)(6) 2014.